Event description:
The customer reported that the station 2 display screen for 4c is not making any sounds. Cannot hear any alarms. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
The philips¿ biomed reported the monitor/tv was muted with a remote. The remote was removed and stored to resolve the issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete

Manufacturer narrative:
Philips received a complaint on the patient information center ix indicating that the station 2 display screen for 4c is not making any sound and no alarm could be heard. A philips engineer checked the settings on the system and discovered that the monitor was muted by use of the remote control. The monitor was unmuted, and the remote control was removed and stored to resolve the issue. A good faith effort (gfe) confirmed there was no malfunction on the on the piic device. Based on the information available and the testing conducted, the cause of the reported problem was the user error, muting of the device. The reported problem was confirmed. The device was operational and working as intended after the repair were completed.